Manufacturer narrative:
Device information was not provided; therefore, an investigation is unable to be performed and a cause of the reported event cannot be determined. The gore® helex® septal occluder instructions for use list endocarditis and thrombosis or thromboembolic events resulting in clinical sequelae as potential device or procedure-related adverse events. (B)(4). A surprising case of late-onset bacterial endocarditis associated with gore helex septal occluder device seven years since implantation. Nazia alvi, samia qadir, seban liu, ankit patel, bharat surani, michael j. Anderson, arshad yousuf, vikas patel, raju z. Abraham. J am coll cardiol. 2020 mar, 75 (11 supplement 1) 2854. Doi: https://doi.org/10.1016/s0735-1097(20)33481-1.

Event description:
This information was received through literature article "a surprising case of late-onset bacterial endocarditis associated with gore helex septal occluder device seven years since implantation" published online may 1, 2020 in the journal of the american college of cardiology. The article reports that a (B)(6) caucasian male with prior stroke and patent foramen ovale closure with a gore® helex septal occluder presented seven years later with methicillin-susceptible staphylococcus aureus bacteremia with endocarditis. Respiratory failure necessitated intubation and worsening uremia led to emergent hemodialysis. Transesophageal echocardiogram showed bi-atrial device vegetations. Coronary angiography showed significant lad (left anterior descending) and om1 (first obtuse marginal artery) disease. Imaging showed multiple septic cerebral emboli. Persistent bacteremia warranted removal of the helex device with patch repair and coronary artery bypass grafting. Following resolution of bacteremia he was discharged. The article further states, "late endocarditis of septal closure devices is rare and is likely from seeding of poorly endothelialized device by bacteremia from another source."